Manufacturer narrative:
(B)(4). Based on the information captured within the complaint file, this patient was admitted to the hospital for reported blood pressure issues, possible fall, tia leading to stroke / cva. The type of cva incurred and circumstances surrounding the event is unknown. The course of hospitalization is unknown. There is no known allegation of device malfunction. There is no documentation within the complaint file supporting a possible association between the liberty cycler and the events of hypotension, fall, tia, stroke / cva, and subsequent hospitalization. However, there is also a possible causal association between the patient¿s possible noncompliance or lack of understanding of instructions to alternate the use of the 2 strengths of dialysate concomitantly with patient¿s reported existing comorbidities of hypotension, fall, ¿irregularities in the heart¿ and the subsequent hospitalization. Further information has been solicited including discharge summary of the hospitalization. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017, it was reported by the peritoneal dialysis registered nurse that the patient on ccpd (continuous cycle peritoneal dialysis) therapy since (B)(6) 2016 was hospitalized (in-patient) on (B)(6) 2016 experiencing continued blood pressure issues, an episode of transient ischemic attack (tia) leading to a possible stroke / cerebral vascular accident (cva), and unknown treatment including monitoring for the stroke episode. It is not confirmed if the patient was connected to the liberty cycler at the time of the event. The pdrn reported the patient was discharged on (B)(6) 2017 with unknown instructions and treatment plan. On (B)(6) 2017 during a service call, the patient stated that her tubing had been converted to a different type in order to have pd therapy on the hospital¿s cycler (unknown type) while hospitalized for low blood pressure issues due to patient using a higher concentration dialysate (2.5%) more frequently than she was instructed to use. On (B)(6) 2017 the pdrn during a follow up call it was discovered the patient was supposed to alternate between 1.5% and 2.5% dialysate solutions and had only been using the 2.5% dialysate solutions.

Manufacturer narrative:
Based on the information captured within the complaint file and review of the patient¿s discharge summary, this end stage renal disease (esrd) patient required inpatient hospitalization to evaluate recent history of falls, labile blood pressure, possible transient ischemic attack. There is no known allegations of device malfunction. There is no documentation within the complaint file supporting a possible association between the liberty cycler and the events of sepsis, orthostatic hypotension secondary to autonomic dysfunction, anemia secondary to chronic disease; hypokalemia, hypomagnesemia, possible urinary tract infection hypotension, fall, possible tia, and subsequent hospitalization. However, there is also a possible causal association between the patient¿s possible noncompliance or lack of understanding of instructions to alternate the use of the 2 strengths of dialysate concomitantly with patient¿s reported existing comorbidities of hypotension, fall, ¿irregularities in the heart¿, issues with blood pressure medication midodrine and patient safety parameters/criteria for taking this medication.

Event description:
On (B)(6) 2017, it was reported by the peritoneal dialysis registered nurse (pdrn) that a patient with end stage renal disease (esrd) on ccpd therapy since (B)(6) 2016 was hospitalized (inpatient) on (B)(6) 2016 experiencing continued blood pressure issues, a possible episode of transient ischemic attack (tia) leading to a possible stroke. It is not confirmed if the patient was connected to the liberty cycler at the time of the event. The pdrn reported the patient was discharged on (B)(6) 2017. The hospital discharge summary became available on 04/25/2017. Review of discharge summary found that on (B)(6) 2016 prior to admission patient went to bathroom and experienced severe dizziness, patient contact identified that the patient has orthostatic hypotension with blood pressure(bp) drop from 154 to 110 in approximately 3-7 minutes, patient brought to hospital, admitted on telemetry for continuous cardiac monitoring and cardiology consult. Furthermore, this patient presented with history/recent history of frequent falls (unknown number, type), increasing weakness and proceeding the symptoms the patient experiences episodes of dizziness. Patient seen by neurology, neuro work up initiated, and diagnosed with autonomic dysfunction. During the hospitalization, review of patient¿s anti-hypertensive medication midodrine was conducted and physician consensus was the patient¿s bp demonstrated better control with midodrine. Nephrology evaluated the patient, electrolytes/ fluid status and noted to be stable. The patient continued on peritoneal dialysis while hospitalized and there were no reported documentation of any issues. The discharge summary confirmed discharge date of (B)(6) 2017 with patient instructions to continue on outpatient hemodialysis, follow up with cardiology, neurology before taking medication (unspecified which medication) and recommended instructions for patient not to lie down 2 hours after taking midodrine. Additionally the patient will remain on antibiotics ¿ for a couple more days¿. Post discharge on (B)(6) 2017 during a service call, the patient stated that her tubing had been converted to a different type in order to have pd therapy on the hospital¿s cycler(unknown type) while hospitalized for low blood pressure issues due to patient using a higher concentration dialysate (2.5%) more frequently than she was instructed to use. On (B)(6) 2017 the pdrn during a follow up call it was discovered the patient was supposed to alternate between 1.5% and 2.5% dialysate solutions and had only been using the 2.5% dialysate solutions.